Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed damaged antenna coil wires. The photographic imaging inspection confirmed damaged antenna coil wires. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection revealed cracks along the hybrid. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections on several pins. The hybrid visual inspection confirmed multiple cracks along the hybrid. The residual gas analysis test revealed nitrogen above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The reported complaint of intermittent malfunction with the device was verified during this analysis. The device was received with damaged conductive epoxy joints and cracks along the hybrid. Capas were implemented. In addition, the device was received with damaged antenna coil wires. A CAPA was implemented. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced intermittencies and loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.